Event description:
Caller reported inform system blood glucose results. All results mg/dl. 5:34 am, 145; no treatment provided. 10:31 am, 52; patient treated with orange juice and sugar. 10:45 am, 189; no treatment provided. Tested from right hand. 10:48 am, 35; no treatment provided. Tested from left hand. 10:54 am, 41; no treatment provided. 11:10 am, 41; 30 grams of glucose gel (two tubes with 15 grams each). 11:53 am, hi; no treatment provided. 11:58 am, 64; no treatment provided. 12:37 pm, 261; no treatment provided. 2:12 pm, 185; no treatment provided. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.